Event description:
A zoll distributor returned battery charger/moderm sn (B)(4) to report that the battery charger/modem was unable to power on.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a contaminated battery board and defective power supply. The root cause for the contamination was due to ingress of an unk liquid. The root cause for the defective power supply could not be positively identified. No adverse event resulted from the defective battery charger/modem.